Event description:
It was reported that a larger than intended dose of an unspecified antibiotic was infused during use of a clearlink system continu-flo solution set. The patient was to be infused with 20 ml from a secondary solution bag, connected to the clearlink set via a non-baxter secondary set; however, when the nurse returned after initiating the infusion, it was found that all of the solution (at least 50 ml) had been infused. The setup was used with a sigma pump. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.